Manufacturer narrative:
The investigation/device analysis is pending as the as the device in complaint has not been returned to date. Upon receipt of the sample and our investigation, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an embolization treatment, the coil did not detach. The device delivery pusher was retracted. During this attempt, the coil stretched and detached from the delivery pusher. The coil was placed in the intended vessel successfully. No intervention was taken. No harm or injury was reported.

Manufacturer narrative:
Based on the investigation findings, the complaint is confirmed as the implant is detached from the delivery pusher. The root cause cannot be determined definitively, however there is damage visible to the distal end of the delivery pusher. It is unknown when the damage occurred. Reference: (B)(4).